Manufacturer narrative:
The system was examined and the reported the ¿system message¿ was not replicated. The table top illuminator was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 13, 2017. A review of the manufacturing did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the tabletop illuminator module. However, without a sample, component level root cause cannot be determined at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp did not turn on. The timing of the event and patient involvement is not known at this time. Additional information has been requested.